Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was explanted due to erosion and infection at the site of implant. The patient was stable.

Manufacturer narrative:
Analysis was normal. The device was above the elective replacement indicator (eri). No anomalies were found.